Event description:
During placement of right internal jugular triple lumen catheter, the guide wire met resistance as it was fed through the blue needle. The resident attempted to remove the guide wire, but noted that it felt stuck. The senior resident then attempted to remove the guide wire; and during the effort the guide wire sheared but was not completely severed. The inner wire (including curved end piece) was successfully removed; however the outer flexible metal casing remained in the patient's skin. The needle was carefully removed and pressure was applied to avoid bleeding or hematoma. Another attempt was successful in removing the remaining flexible casing from the skin. The patient was monitored and vital signs remained stable throughout the event. An x-ray of the chest and neck was performed to ensure complete removal of the metal casing.

Event description:
During placement of right internal jugular triple lumen catheter, the guide wire met resistance as it was fed through the blue needle. The resident attempted to remove the guide wire, but noted that it felt stuck. The senior resident then attempted to remove the guide wire; and during the effort the guide wire sheared but was not completely severed. The inner wire (including curved end piece) was successfully removed; however the outer flexible metal casing remained in the patient's skin. The needle was carefully removed and pressure was applied to avoid bleeding or hematoma. Another attempt was successful in removing the remaining flexible casing from the skin. The patient was monitored and vital signs remained stable throughout the event. An x-ray of the chest and neck was performed to ensure complete removal of the metal casing.